Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
There is insufficient information to determine a conclusive root cause at this time. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that during implant of this bioprosthesis, the polyester cloth at the proximal suture line tore after the sutures were passed through in a running fashion. A pledgeted suture was used to correct the issue. The valve was implanted suc cessfully. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.